Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier believes the root cause of these failures are contributed to the 53 inch length of tubing being inadvertently pulled with greater than 3 pound force to jerk the tube out of the bonded connection while in use. A pull force of 3 pounds or less does not cause the tube material to stretch. When this tube is subjected to a range of 7 to 10 pounds force, it will stretch. To reiterate, we theorize that force in excess of the minimum specification of 3 pounds causes the tubing to be inadvertently separated from the y-connector. The separation is assumed to occur at this location of the assembly because the 53 inch length of tubing is recognized as the span of tube that covers the distance between the patient and where the drainage material is being collected in the application use. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Medwatch received.

Event description:
Rep reported that the patient heard a pop sound and notified the nurse. The proximal portion of the drain separated from y-connector. Csf was bloody, no infection/bactiseal catheter intact. As a result the device was revised immediately. No adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.